Event description:
On (B)(6) 2012, the reporter contacted animas (anm) on behalf of her daughter (the patient) alleging that the pump had a power issue. The reporter claimed that for the previous 2 hours, the pump had been shutting off for no reason. During the time of concern, the patient would power the pump back on and perform the rewind, load, and prime steps. However, the alleged power issue would reoccur. As a result of the alleged issue, the reporter claimed that the patient developed a blood glucose (bg) level of "330 mg/dl" with small ketones and symptoms of nausea and a headache. The reporter reportedly contacted an unidentified health care provider (hcp) for assistance. The reporter was advised to remove the pump and initiate a backup plan for insulin delivery. The reporter indicated that the battery cap was secure and the yellow o-ring was not visible. The battery cap was secure but had never been changed. The reporter denied that the battery cap was damaged. The alleged power issue was not resolved with troubleshooting. The pump was replaced. Based on the information provided, this complaint is being reported due to the following conclusion: the reporter claimed that the pump had a power issue that was not resolved with troubleshooting. However, there is no evidence that the pump contributed to a serious injury. The reporter did not report any blood glucose readings, symptoms, and/or treatment suggestive of a serious injury.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.